Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported the patient developed a pocket infection. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. It was also reported while attempting to explant the left ventricular (lv) lead it broke and part of it remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.